Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed button error. The patient did not know her blood glucose at the time of incident nor did she recall any significant events leading up to the alarm. The customer also had a low blood glucose of 49 mg/dl recently. The patient treated with 4 ounces of apple juice. Troubleshooting did not occur for the low blood glucose; the patient stated that the hypoglycemia occurred due to pregnancy. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to corroded keypad traces. No button error alarm noted. Unable to perform self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at the display window corner, battery tube threads, minor scratched and cracked display window.